Event description:
A reservoir volume higher than expected in the pump was observed during a refill visit. The physician has chosen to monitor the patient until the next visit on (B)(6) 2014. No other discrepancies were observed in previous visits.

Manufacturer narrative:
(B)(4).